Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause is black chemistry due to improper storage. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo and e-5. The product is stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/13/2018 and open vial date is 06/20/2016. The meter memory was reviewed for previous test result history: (B)(6).